Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v619050, implanted: (B)(6) 2011,product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3888-56, lot# v706699, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v619050, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer and manufacturer's representative reported the patient experienced burning and a burning sensation at the site of the implantable neurostimulator (ins) pocket during and after recharging. It was noted the patient experienced itching at the device site and elsewhere on body which she reportedly attributed to soap. It was reported the patient had an appointment scheduled on (B)(6) 2014 for evaluation. No diagnostics were reportedly performed, but were going to be in the future. The patient's status at time of current report was alive-no injury. Relevant medical history included chronic low back pain and lumbar radiculopathy.